Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches"), pelvic pain ("chronic pelvic pain / severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (in (B)(6) 2011, she underwent surgery to remove her uterus, essure coils not removed). At the time of the report, the menorrhagia, migraine, pelvic pain, pelvic discomfort, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including heavy menstrual bleeding. The plaintiff underwent surgery to remove her uterus in (B)(6) 2011, but essure coils were not removed. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this case, no alternative explanation for the event was provided. This case was classified as incident due to the reported surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches"), pelvic pain ("chronic pelvic pain / severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (in (B)(6) 2011, she underwent surgery to remove her uterus, essure coils not removed). At the time of the report, the menorrhagia, migraine, pelvic pain, pelvic discomfort, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including heavy menstrual bleeding. The plaintiff underwent surgery to remove to remove her uterus in (B)(6) 2011, but essure coils were not removed. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this case, no alternative explanation for the event was provided. This case was classified as incident due to the reported surgical intervention. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.